Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter plastic hose cracked during the insertion. The following information was provided by the initial reporter: "pvk where the plastic hose cracked in connection with insertion. This applies to the same lot as last time, but this time it is the pink, 1.0 mm that is defective. Upon insertion, a resistance was felt and then it turned out that the plastic hose itself was cracked. This time the fault was discovered before pvk had been introduced into the vessel."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned for the reported issue of ¿pvk where the plastic hose cracked in connection with insertion¿ with lot number unknown regarding item#: (B)(4), so retention samples were used for the investigation. The DHR could not be reviewed as the lot number was not reported. None of the ten retention samples showed any damaged product in them. The defect is not confirmed. The probable root cause could not be determined as there is no sample no photograph and no lot number received along with the complaint. To confirm the defect the original sample and lot number will be helpful. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.